Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm mega needle driver instrument was found to have multiple input disk broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the mega needle driver instrument kept turning to the side while in use during a case. The surgeon was attempting to close instrument and the instrument would rotate to the side. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. After speaking with the tech that was in the case it was realized that the reporter was given the incorrect information on the issue. The instrument would not open at all. The timing of instrument movement appropriate. There were no shakiness or friction experienced/observed. There was no instrument-to-instrument system arm to arm interference. There were no external collisions. The issue was persistent after multiple tries. The instrument was switched out for a new one. The device was inspected, and nothing was found out of ordinary. The issue occurred at the end of the case when they were suturing the patient up. There was no patient injury.